Manufacturer narrative:
Investigation summary: material #: 365904, lot/batch #: 1116105. Bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for stopper pullout was observed. The photo shows a plastic bag containing a tube, red cap, blue lancet, and eclipse needle with a holder. All parts are covered with blood inside the bag. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing and the issue of stopper pullout was not observed, as zero (0) of the caps stayed in the holder. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of stopper pullout based on the provided photo. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® serum/ cat plus blood collection tubes leaked. The following information was provided by the initial reporter: "when the blood collection tube was pulled out after the blood collection, the head cap was clamped by the needle holder and the blood in the tube was spilled on the nurse¿s hand."